Event description:
It was reported to philips that system was unable to make exposure, given error of " no free space" could not save studies. The device was in clinical use at the time of reported event. The patient was moved to another system to complete the procedure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information during diagnostic procedure the issue got occurred and the procedure was completed by moving the patient to another room. It was reported that the wedge filter has a problem. Upon further inspection, philips remote service engineer (rse) confirmed that the image disk was full. Fse replaced the imaging drives of the ippc with 1 tb drives. After the replacement of imaging drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.